Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set tubing detachment from the site on (B)(6) 2025. The blood glucose level was 22mmol/l and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.